Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine would not turn on and had a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer control board in drawer 2¿2 had failed, which also caused damage to the pixie bus module control board, preventing the auxiliary unit from being detected on the bus. A field service engineer replaced both the failed drawer control board and the pixie bus module control board, reconnected the pixie bus cable, restarted the station, and reassigned the drawer in the storage space configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.